Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-13078. It was reported the patient's scs system was explanted as the patient experienced a recurring infection. Patient was prescribed antibiotics. No further information was provided to the manufacturer.